Event description:
It was reported that the patient died and the date of death is unknown. The cause of death has been requested and not received. Follow up revealed, the patient had been in an assisted care facility.

Event description:
It was reported that the patient died and the date of death is unknown. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all conductors were stretched, the outer insulation was kinked/buckled, the outer insulation was breached cut, the outer insulation had a cosmetic depression and there was apparent explant damage. Visual analysis performed only.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all conductors were stretched, the outer insulation was kinked/buckled, the outer insulation was breached cut, the outer insulation had a cosmetic depression and there was apparent explant damage. Visual analysis performed only.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.